Event description:
Poor image quality. There was no report of patient harm. The time of event is unknown. Date of event: not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the air nozzle missing glue. Based on the result, we concluded that it was caused due to the excessive force applied on the air nozzle. In addition, we confirmed that the insertion flexible tube (ift) buckled, the objective lens unit cracked, the remote control button(1) leak, the remote control button(1) cut, the distal body worn out, and the suction channel kink. Correction information: h6: coding changed based on the investigation result.